Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This event occurred in spain, see section e. H3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the black clamp did not work. After removing the upper sphere, it was visible to the system. When the sphere was on, it was not recognized. It was noted that the upper arm should be bent. It could happen when removing/placing the sphere. There was no patient involvement. Additional information received reported that the most likely cause was due to daily use, adding and removing the spheres, the arm of the instrument had been bent.